Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled and less than one (1) colony forming units (cfus) of unspecified microorganisms was detected. The obtained results are in conformance with the requirements. The customer provided information regarding the cleaning, disinfection and sterilization (cds) practices used at the user facility. The customer suctions water out of the channels and flushes the air/water channel, the auxiliary washing channel and the balloon channel. The customer does not use a detergent during the pre-cleaning process and the scope was not manually disinfected. For automated endoscope reprocessor (aer) treatment, the customer uses a getinge washer along with detergent dlc and disinfectant aperlan. The customer stores the scope horizontally and olympus is the customer¿s maintenance company. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for approximately (B)(6) colony forming units (cfus) of unspecified microorganisms on the suction channel. The issue was found during a routine culture of the scope. The sample was taken during reprocessing on (B)(6) 2022, prior to use. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.